Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrg implantable cardioverter defibrillator (ICD)  - implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a rapid increase of short interval counts (sic) and that there was an abnormal impedance trend. It was noted that here was a lead warning. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was variable, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). There were fifteen ventricular nst less than or equal to 210 ms between (B)(6) 2013. There were five lfp high rate -ns less than or equal to 210 ms average v-cycle between (B)(6) 2103. There was one patient alert for lead failure predictor on (B)(6) 2012. The ventricular short interval count v-sic equaled 10731 counts in 89.97 days between (B)(6) 2012 and (B)(6) 2013. And the weekly pace lead trend data shows varying impedance for min ventricular pace bi impedance equaling 323 to 893 ohms range between (B)(6) 2012 and (B)(6) 2013.